Event description:
It was reported that, following a manipulation under anesthesia and an arthrolysis procedure conducted on the patient¿s right knee due to functional disorders and pain, the patient underwent a revision surgery on (B)(6) 2022. During this procedure, the journey ii prosthesis was explanted and replaced with a cemented zimmer lcck prosthesis. The patient¿s outcome is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Health effect impact code updated, 4648 was removed. The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the supporting clinical documentation has not been provided; therefore, definitive contributing clinical factors to the event cannot be concluded. With the limited information provided, the patient impact beyond the alleged ¿persistence and the significant increase of the symptomatology¿ and revision cannot be determined. No further medical assessment can be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include joint tightness, patient condition or postoperative care. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.